Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found insulation abrasions exposing the outer coil at 16.5-16.6 cm an 18.8-18.9 cm from the connector pin. The abrasions were consistent with those caused by friction to the suture sleeve. Insulation abrasions exposing the outer coil were also noted at 23.1-23.8 cm and 46.4-48.7 cm which were consistent with constant friction to another implantable device. The inner insulation was damaged and four filars of the inner coil were fractured due to fatigue in the suture sleeve region. (B)(4). (B)(6).